Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
(B)(4)- intraocular pressure rise. Size incorrect for patient. Device evaluated by manufacturer? No. Lens not returned. (B)(4).